Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a tonsillectomy, upon checking the tip of the precise wand, the tip electrode was missing. After that, the surgeon used a second precise wand, but the same failure occurred. The broken piece was not found in a patient's body. The surgery was completed using an equivalent sn back-up device. It is unknown if there was surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on h6 (medical device problem code). H3, h6: the reported devices were received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. Two wands were returned. There is no way to distinguish one from another. Both wands have worn tips from use. Both wands have their electrode missing from use and only the stands remain. A functional evaluation could not be performed on the returned devices due to the damage of the electrodes on the wands. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time). Based on this investigation, the need for corrective action is not indicated.